Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed. The noise caused inhibition of ventricular pacing which caused the patient to experience syncope. Lead was capped and replaced.